Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason. The explanted devices were not returned as they were kept by the medical facility. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7145577 / 7145478, UDI: (B)(4).